Event description:
Caller states customer tested 411 mg/dl at 10:20 pm; he was given humulin r based on this result. Customer tested 319 mg/dl at 10:30 pm and then 564 mg/dl at 10:40 pm. All results were obtained on the advantage system using comfort curve test strips. Caller states customer began foaming at the mouth and appeared to be "out of it." Paramedics were contacted, and at approximately 11:00 pm customer tested 31 mg/dl on the professional meter. Customer was taken to the hospital and received unspecified medical treatment for hypoglycemia; he was released approximately 6 hours later. Requested return of suspect device and replacement was sent.